Event description:
It was reported that the physician suspected a fracture on this right ventricular (rv) lead as it exhibited high pacing threshold, pocket stimulation, intermittent loss of capture (loc) and high out of range impedances. The patient exhibited dizziness. A fluoroscopy imaging was performed, and no obvious fracture was found. A lead replacement procedure was performed, and the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.